Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states that the ends are not closed and the sponge is fraying.

Manufacturer narrative:
The complaint report indicated that a returned sample was expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. The device history record (DHR) was reviewed for lot # 5g201462x and no abnormal process conditions were present during the manufacturing of the product that could have led to reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A potential root cause for the reported condition can result from short fibers produced during the cutting process of the gauze. This can produce short fibers that give the gauze the presence of fraying. A formal corrective and preventative action (CAPA) has been opened to address similar issues as the one described by the customer. Another cause for the sponge creating a raw edge can happen if the cut edge of the gauze has been unfolded. The specification for a raw edge is no more than .25 inch. Without the sample the true condition is unclear. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
Submit date: 03/02/2016. The MDR is being amended to include the sample analysis for samples that were received after the final 3500a form was submitted: all samples received showed a range of minor to major raw edges. Two of the samples received showed where the material was not tucked with the band causing the sponge not to contain the filler. The possible root cause is that during the converting of the sponge the machine cuts the material to a certain size then pushes the edges of the material through a rubber band creating a gauze round sponge. The machine may have not pushed all the edges of the material through the rubber band causing the raw edges to become visible outside the product.